Manufacturer narrative:
The device and the lens were returned in the blister tray along with a company cartridge. The plunger lock and lens stop were removed. The plunger was oriented correctly. Viscoelastic was observed in the device. The plunger was retracted into the barrel of the device. The lens door was opened upon return. No damage was observed to the lens door or device. The lens was adhered in dried solution to the exterior of the company cartridge. The lens was cleaned with klrp to further evaluate. A very light scratch was observed on the posterior of the optic near the center. A scrape mark that began at the optic edge and travelled forward to a deep scrape was observed on the anterior optic surface. A deep gouged area was observed near the scraped damage. Viscoelastic was dried inside the company cartridge. There was no damage observed to the cartridge. There was no evidence of handpiece use. Product history records were reviewed and the documentation indicated the product met release criteria. A non-qualified viscoelastic was indicated. The reported damage was observed. The root cause was most likely related to a failure to follow the instructions for use (IFU). The IFU instructs: during device preparation and implantation of the company intraocular lens (iol) with the company preloaded delivery system, an company qualified ophthalmic viscoelastic device (ovd) should be used. The use of an unqualified ovd may cause damage to the lens and potential complications during the device preparation and implantation steps. Additional information was provided that this iol was manually attempted to be loaded into a company cartridge after the unsuccessful company delivery system attempt. This would be a failure to follow the IFU. While a lens from an delivery system can be removed and used with a company cartridge, it must be removed from the preloaded system prior to any preparation steps or delivery attempt with the delivery system. The IFU instructs: prior to opening the pre-loaded delivery system, first fill the company cartridge with ovd per the company cartridge IFU. Hold the company delivery system device main body horizontally with the door facing up. Then, using only a gloved hand that is free of excess ovd and saline solution, grasp the door and lift from the latch side to fully open the door and expose the lens. Visually inspect the lens for damage or adhered particles. Use another device and lens if any damage or adhered particles are detected. Use forceps with rounded, non-serrated blades to grasp the lens by the leading haptic. When removing the lens from the company delivery system device, do not grasp the optical area with forceps. The travel path of the damage on the anterior optic surface from the edge forward would suggest the damage occurred due to a plunger override. Plunger override/underride may occur: due to rapid advancement faster than the IFU recommended rate. Due to the use of a non-qualified viscoelastic. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. If the operating room temperature is too high (greater than 23 degree celsius / 73 degree fahrenheit) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. Information indicated that the iol did not come out properly and the procedure had to be stopped during implantation. When the iol was attempted to be loaded into a cartridge, the iol was found scratched. The surgery was completed with another product. The replacement product information was not provided. The manufacturer internal reference number is: (B)(4).

Event description:
Physician reported that during an cataract surgery with intraocular lens (iol) implant procedure, iol did not come out properly and the procedure had to be stopped during implantation, it was stated that when tried to put the iol into the cartridge, it was found scratched. The surgery was completed after replacing the product with another one.